Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to it was exhibiting loss of capture (loc). Another implantable cardioverter defibrillator (ICD) was successfully implanted. No additional adverse patient effects were reported.